Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedances, exceeding 125 ohms and reaching out-of-range measurements. Technical services (ts) reviewed the event and provided reprogramming recommendations. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedances, exceeding 125 ohms and reaching out-of-range measurements. Technical services (ts) reviewed the event and provided reprogramming recommendations. No adverse patient effects were reported. This rv lead remains in service. Additional information was received indicating that this lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.